Event description:
It was reported an asymptomatic patient presented in clinic for a routine follow up with far r-wave over-sensing observed. The oversensing was noted on a stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.